Event description:
It was reported that during a non tortuous, non calcified, left anterior descending artery interventional procedure, there was bleeding back into the hemostasis valve of a co-pilot device. Reportedly, there was more than just a few drops (10-20 cc) and this was more than expected by the physician. The same co-pilot was successfully used to complete the procedure without further incidence. This same occurrence happened with two other co-pilots with two other cases within the last week. Additionally, the physician was using a 5 french guiding catheter and he has used this size without a problem for years. There was no adverse patient sequela or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device is discarded. A follow-up report will be submitted with all additional relevant information. The additional 2 copilot bbcv referenced are being filed under separate manufacturing report numbers.

Manufacturer narrative:
(B)(4). It was indicated that the device was not returning for evaluation, therefore a failure analysis of the complaint devices could not be performed. A review of the lot history record revealed no non-conformances associated with this lot and a review of the complaint history did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.